Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data b1, b5, h1: the initial complaint was reviewed and found not reportable. Per the reporter, there is no allegation against the screws. The information in this complaint record reasonably suggest that there is no allegation of a complaint against this device and there is no reported product malfunction or adverse event caused or contributed to by this device. The device functioned as intended. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a craniotomy procedure. During the procedure, six (6) matrixneuro screwdriver blades were not retaining the screw properly. They experienced some screw head "stripping" for those small screws. It is crucial that the matrixneuro screwdriver shafts hold the screw properly. It is unknown if there was a surgical delay. The procedure outcome is unknown with no patient consequence. Concomitant medical products: screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unknown screw. This is report 7 of 7 for (B)(4).